Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: error code 120-4610. Case notes: (B)(4). Npi. 8015 unit. Sn # (B)(4). Customer (B)(6) called in for help on 8015 unit has error code 120-4610 which the power supply processor will first need to replace the main battery on unit he had already replace battery next step is replac ethe power supply board on the unit. Explain to customer oce the power supply board is replace and you still get same error message you have a bad main board which is the logic board confirm part number for power supply board. Ir # (B)(4).